Manufacturer narrative:
Investigation summary: a total of (B)(4) units were manufactured on (B)(4) starting on july 29, 2016 and ending on july 30, 2016. The lot was packaged (bulk) on 7 aug, 2017. Line clearance was performed per specification including (but not limited to) making sure the equipment and areas are clean (parts bins). No significant findings were observed. Observations and testing: received (B)(4) unused units inside sealed packages and within a dispenser for ref (B)(4), lot 6328539. Visual/microscopic examination: upon visual evaluation of the received units it was found that 9 of 38 received units were not blood control assemblies (did not have a septum or an actuator) and therefore would leak upon puncture. The remainder of the units did not reveal any physical/mechanical damage. Blood escape time test: *performed on 29 (blood control units): the testing fluid did not leak out of the adapters before the timer expired confirming no leakage beyond the septum. *performed on a sample size of 2 (non-blood control units). The fluid leaked out since the non-blood control assemblies did not include a blood control septum. Investigation samples(s) meet manufacturing specifications: no, 9 of 38 units received were not blood control assemblies (mixed product) but were packaged as blood control. Investigation conclusion: the defect of leakage beyond the septum, as stated in the event description was confirmed. There were 9 of 38 returned samples that were not blood control assemblies (did not have a septum or an actuator) and therefore would leak upon puncture. The non-bc assemblies received leaked since septum was not present. Root cause description: relationship of device to the reported incident: manufacturing (packaging) comment: there were 9 of 38 returned samples that were not blood control assemblies (did not have a septum or an actuator) and therefore would leak upon puncture. Non-bc and bc product got mixed during the packaging process. Since the packaging of the product was performed on bd brazil the root cause and corrective action for the mixed product will be investigated under a different child record.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood control septum was missing on a 20g x 1.0 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter during use. No injury or medical intervention.